Event description:
The date of event is estimated. The info for this event was obtained from a case report published in 2011. Dr (B)(6) performed a total knee arthroplasty procedure on the right knee of a (B)(6) old male smoker with a history of osteoarthritis, hypertension and rheumatoid arthritis. A quill #2 pdo knotless tissue-closure device was used to close the arthrotomy, 2-0 vicryl used to close the subcutaneous layer and 4-0 monocryl used to close the skin. Four (4) weeks post procedure, pt presented with serous drainage from the incision. The pt was taken back to the operating room where a tear in the arthrotomy closure was noted. The arthrotomy was repaired using an alternative suture product. Four (4) weeks post repair, pt again presented with serous drainage from the incision. He was again taken back to the operating room where a pinpoint dehiscence was repaired. Cultures at the time came back positive and pt was placed on appropriate antibiotics and currently awaiting replacement.

Manufacturer narrative:
The info for this event was obtained from a case report published in 2011. The item/lot code info was not provided. Therefore, the expiration dates and mfg dates are unk. No samples were available for eval. Therefore, no testing can be performed. Method: the device was not available for eval. No product eval can be performed. Results/conclusion: the device was not returned for eval. No product eval can be performed. Without the finished good lot numbers, relevant portions of the device history records could not be reviewed. It's not certain if the technique or placement of the pdo material attributed to this event or possibly the health status of the pt could have been a key factor. However, a definitive conclusion can not be drawn at this time. A company rep will f/u with this surgeon to possibly obtain add'l info. Angiotech ref: (B)(4). Item# unk, quill knotless tissue closure device, #2 pdo, lot unk.